Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling bloated, full and shortness of breath during drain 1 of 4. The patient was connected to the homechoice device at the time of the events. The nurse reported that a manual fill of 2000ml was performed before the patient connected to the device and therapy was started. The initial drain alarm (ida) was set to 0. The initial drain volume was 5 ml. The drain volume was 1719ml. Renal therapy services (rts) assisted the patient to perform a manual drain. A drain volume of 9 ml from the first attempt and 758 ml from the second attempt was achieved. The patient stated draining relieved the symptoms. There was no medical intervention associated with this event. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The likely cause of the reported events was associated with use error, setting the initial drain alarm too low. Per the homechoice apd systems trainer¿s guide, if the patient has fluid in their peritoneal cavity at the beginning of a therapy, either due to the previous therapy¿s last fill volume, or an off-cycler exchange, their I-drain alarm should not be set to zero (0) or off. The recommended practice is to set the I-drain alarm to at least 70% to 95% of the last fill or 70% to 95% of the last off-cycler fill volume. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ should additional relevant information become available, a supplemental report will be submitted.